Manufacturer narrative:
H3: device evaluation - lens was returned in vial in liquid. Visible inspection found optic and haptic torn. Claim# (B)(4).

Manufacturer narrative:
Weight, ethnicity, & race: unk. This product is manufactured in the u.s. But not marketed in the u.s. (B)(4). Claim# (B)(4).

Event description:
The reporter indicated that a 12.1mm, vticm5_12.1, -13.0/+1.5/095 (sphere/cylinder/axis) implantable collamer lens was implanted into the patient's left eye (os) on (B)(6) 2021. On (B)(6) 2021 the lens was repositioned due to lens rotation. On (B)(6) 2021 the lens was exchanged with a longer lens and the problem was resolved. The cause of the event is reported as unknown.